Manufacturer narrative:
H10 h3, h6: the device was used in treatment and case screenshots and log files were not returned for investigation. DHR review found that the software version (r-4307) has been validated. A complaint history review found similar reports, this issue will continue to be monitored. This failure is an identified failure mode within the risk file. The surgical technique guide released at the time of the complaint provides instructions for collecting points for registration and landmark point collection. Case log files and screenshot review could not be performed. However, the issue was reported to be due to incorrect connection of the intercondylar eminence ridge and once it was recollected correctly, there were no further issues and the case was successfully completed. Therefore, the issue was incorrect data collection of the ie ridge. The cause of the issue was user error. A relationship between the device and the reported event could not be established.

Event description:
It was reported that after tibia cuts were completed, the surgeon said that there was a lot more posterior bone left than usual. This was a combination of two things. First, the surgeon placed the eminence ridge line far too medial, causing to grossly undersize the tibia (in hindsight, the size 5 femur and size 2 tibia should have been a red flag). Upsized the tibia to allow more posterior resection; however, all the purple would just get refined away. Asked the surgeon to pull on the back of the anspach and it was obvious that the drill had become unsnapped. Suspect that while troubleshooting a pfs motor control error, the scrub tech snapped the drill in the wrong orientation and the cord unsnapped the drill. Once the posterior resection was completed, the surgeon began trialing. Surgeon could not find a an appropriate tibia size for both ap and ml directions. Moved the plan 3 mm laterally which was beyond eminence ridge collection by 3 mm, recut, and then the surgeon was able to trial. The overall result was very good despite all the issues.